Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from the a customer from (B)(6) that during priming a hls set a technical alarm ¿pump disposable error¿ was displayed on the cardiohelp-I. The set was discontinued and never used on a patient. Users pointed out that it is likely a user error and oxygenator with centrifugal pump was inserted into the cardiohelp drive under running revolutions. Drive and centrifugal pump cannot connect in this way. Complaint ID: (B)(4).

Manufacturer narrative:
Despite several requests the product has not been received yet. Therefore no investigation could be performed. A review for similar complaints to be investigated already was performed and no similar already investigated complaints were found. This complaint will be closed due to lack of information. The complaint will be re-opened if requested information or any new relevant information is received. The reported failure "pump disposable error" was occured during use and could not be confirmed. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).